Event description:
Reporter purchased patch for his mother. She applied it on her shoulder. When she took it off, her skin came off with the patch. The wound also became infected. She saw her doctor who confirmed the infection for which the prescribed a prescription ointment.